Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 4th day, intraperitoneal, ongoing) and meropenem injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized; however, was recovered from peritonitis and cloudy effluent. Pd therapy was ongoing. No additional information is available.